Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported aspiration failure occurred during a procedure. It was unknown whether it occurred during ultrasound or during irrigation aspiration. The procedure was completed after the product was replaced. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The cassette was tested in returned condition. A console representing the current software version was used to test the sample. The sample failed priming and calibration generating system message code (smc) 3467. The received signal amplitude (rsa) value was found to be non-conforming. The rsa value is computed and used by the console software while monitoring fluid flow through the consumable cassette. If the value decreases below a threshold limit at any point during priming or surgery when the intraoperative pressure (iop) function is enabled. This can result in the customer experience of would not prime. Analysis of the returned sample revealed that the customer¿s event is related to a low rsa value associated with the cassette. The investigation team was unable to find any special-cause variation during production of complaint cassette lots or any visual defects on the returned complaint samples that are previously known to cause rsa failure. The common cause variation in the manufacturing process is a possible cause which is addressed and corrected under previous production nonconformance investigations. Actions were taken under prior nonconformance investigations that addressed common cause variation in the manufacturing process that is considered a potential cause for low rsa. Complaints are reviewed and monitored at regular intervals for adverse trends. No further action has been identified for this reported event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).